Manufacturer narrative:
Patient information is unknown. This report is for an unknown ten-hole proximal femoral locking plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a hardware removal (one (1) ten-hole proximal femoral locking plate and six (6) intact screws) on (B)(6) 2016, due to a broken plate and non-union. The non-union was reported in the subtrochanteric femur area. Original femur fracture was originally treated with an intramedullary nail (unknown manufacturer) on an unknown date. On an unknown date a revision surgery occurred at which point the ten-hole femoral locking plate and six (6) screws were implanted. It was reported that revision occurred because the nail had failed but details about that procedure/failure were not available. On an unknown date non-union and plate breakage were determined. During the revision, the patient was revised to a 95 degree condylar blade plate. All fragments of the broken plate were easily removed. No surgical delay was reported. The patient status is unknown. Concomitant devices: screws (part and lot unknown, quantity 6). This report is for an unknown ten-hole proximal femoral locking plate. This is report 1 of 1 for (B)(4).